Event description:
A portion of the pink caudal locking ring came out of the screw hole while the surgeon was performing final tightening. The fragment and the rest of the plate was removed and another plate was used successfully.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment;results: the locking ring of the dynatran two level plate was confirmed to be deformed via visual inspection of the returned product. From the event details and follow-up correspondence, drill guides were not used during the surgery. The replacement plate was also implanted without the use of drill guides and surgery was completed without incident.conclusion: the root cause of the failure mode could not be determined.

Event description:
A portion of the pink caudal locking ring came out of the screw hole while the surgeon was performing final tightening. The fragment and the rest of the plate was removed and another plate was used successfully.